Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted electrocautery marks in the device casing and tool marks in the header surface. There was also a hole in the v- seal plug. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations; however, a hole in the v- seal plug may have contributed to the noise issue.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedances of greater than 125 ohms. It was noted that the patient had not had their device checked in two years. It was reported that r waves had been declining, but right ventricular (rv) impedances were within normal limits. Noise was noted on the electrograms (egms), but no inappropriate therapy was observed. Technical services (ts) discussed troubleshooting options. A revision procedure was subsequently performed. During the procedure, this lead was surgically abandoned and this device was electively explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.